Event description:
Boston scientific received information that this patient exhibited septic shock. Moreover, the patient had a massive stroke. There were no additional adverse effects reported. All available information indicated that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.